Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model. Additionally, this chronic coronary sinus transvenous implantable lead and this chronic atrial implantable lead were both explanted so that a single chamber implantable cardioverter defibrillator (ICD) could be implanted. No adverse patient symptoms were reported.